Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not working. They tried to adjust stim from 3.2 to 4v but cannot adjust above 4v. Patient was still having urination since (B)(6) 2016. The patient had pain down right leg where implant was. This occurred since implant. It was indicated that patient was on program 2 at 4v. Patient had an appointment the next day. A few days later, the consumer¿s family further reported that patient has been in pain for a week now and no one to help her. All patient wanted to do is cry. "She was all down her right leg."